Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure, multiple dislodgements of the pacing lead occurred. The lead was placed in the in terval position several times but could not be fixed firmly, resulting in repeated dislodgements. Additionally, the lead helix bin was damaged due to repeated deployment and recovery, rendering it unable to be screwed out normally. Diagnostic testing and troubleshooting were performed. The damaged lead was attempted not used, and a new lead was successfully implanted during the same surgery. No patient complications have been reported as a result of this event.